Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Hurts gums [gingival pain]. Toothbrush head comes off [device breakage]. Case description: consumer called stating toothbrush head comes off. No serious injury was reported.